Event description:
Description of event: the patient reported that it was "crazy" when they had to have mris because they also had a spinal cord stimulator by nevro and the MRI technicians had to scramble to figure out all the conditions to give the scan safely for both devices. The patient stated they went for their first MRI scan (a thoracic scan) in january 2023 and they had older equipment at the facility and MRI took almost an hour because the technicians were on the phone with the people from nevro trying to make sure everything was going to work and when they did the scan, even though they followed all the guidelines, there was "some interference" with the images. The patient stated it was believed the reason for the interference was because the MRI machine had been older but they had to have another MRI scan of their lumbar in february 2023 and that facility they went to that time had newer equipment. The patient stated guidelines were followed once again but the images from the scan still had "interference". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).